Manufacturer narrative:
Investigation summary the complaint of leaks on item am6154 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history record review couldn't be performed due to the lot number for this complaint was unknown.

Event description:
An email was received with regards to a 10" (25 cm) appx 1.0 ml, smallbore ext set w/6-port nanoclave¿ manifold, check valve (orange, glow, blue, purple, yellow, green rings), nanoclave¿, luer lock with list number am6154 and unknown lot number. It was reported that 6 port ICU medical manifold leaking at extension-patient on epi and needed a line change. Patient was hypotensive and required treatment.